Manufacturer narrative:
Engineering concludes the pump was not used excessively on battery and the probable cause of the e437 alarms were due to other software failures and is not due to a low battery as the battery was at full capacity at those times. It appears the incident date likely occurred on 09/03 when the second e437 alarm occurred causing the user to restart the pump. Engineering recommends service replace the pump and perform preventive maintenance test to ensure the pump is operational.

Event description:
An email was received regarding a plum 360 infusion pump alleging a shutdown during patient use on an unspecified date. It was stated the following: ¿the pump stopped in the middle of the infusion of a radiopharmaceutical requiring its reprogramming and restart¿. There was patient involvement and no harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.